Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, difficulty crossing the lesion and stent damage occured. The 90% stenosed, progressive, and slightly calcified lesion was located in the moderately tortuous left anterior descending (lad) artery. The lesion was pre-dilated with a maverick monorail 2.5mm x15mm balloon catheter. Upon attempting to insert the taxus liberte 24mm x 3.00mm paclitaxel-eluting coronary stent system across the lesion, significant resistance was encountered and crossing was unsuccessful. After removing the stent delivery system from the patient, it was noted that the proximal edge of the stent was flared. The procedure was completed with another of the same device. No patient injuries or complications were reported as a result of the event. The patient's status was reported as "satisfactory".

Manufacturer narrative:
Visual examination of the unit revealed damage to the distal edge of the stent. The distal stent struts were pulled distally towards the tip. This type of damage is consistent with the device encountering some form of restriction. The tip of the device was slightly flared. Damage of this nature is consistent with guide wire movement during attempts to cross the lesion. It is advised in the taxus liberte directions for use (dfu) that if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and guiding catheter should be removed as a single unit. A review of the manufacturing records for this batch shows that the device met its material, assembly, and product specifications. The most probable root cause was attributed to handling damage.